Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, customer loaded a new cartridge to resolve the issue. It was also reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 125 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.